Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer indicated that after the alarms, insulin was able to be resumed on some occasions without a supply change. The customer's blood glucose level was 220 mg/dl and was addressed with a bolus delivery via the pump. The customer declined to complete the system check with tandem technical support to help determine a possible cause of the current occlusion.